Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The reported issue was replicated/confirmed. The instrument was found to have the plastic proximal clevis broken and a broken piece approximately 0.130¿ x 0.169¿ was missing as a result of breakage. As a result, the yaw cable can become derailed from the idler pulleys. Visual inspection of the cables found no signs of fraying or breakage. No proximal clevis pins were missing from the pulleys. The housing was removed from the back end, and no damage was found. No functional testing could not be performed on an in-house system due to the condition of the instrument. The root cause was attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the instrument log for the permanent cautery hook instrument (470183-14/n12210805) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. This complaint is being reported based on the following conclusion: it was reported that the permanent cautery hook instrument broke during the procedure. A fragment fell inside the patient and it was unknown if the fragment was retrieved. Unintended fragments falling into the patient may require surgical intervention. At this time, the location of the instrument fragment remains unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument broke inside the patient and fragments fell inside the patient's anatomy. It was unknown if the instrument fragments were retrieved. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details regarding the event have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument broke inside the patient and fragments fell inside the patient's anatomy. It was unknown if the instrument fragments were retrieved. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details regarding the event have been received as of the date of this report.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The reported issue was replicated/confirmed. The instrument was found to have the plastic proximal clevis broken and a broken piece approximately 0.130¿ x 0.169¿ was missing as a result of breakage. As a result, the yaw cable can become derailed from the idler pulleys. Visual inspection of the cables found no signs of fraying or breakage. No proximal clevis pins were missing from the pulleys. The housing was removed from the back end, and no damage was found. No functional testing could not be performed on an in-house system due to the condition of the instrument. The root cause was attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the instrument log for the permanent cautery hook instrument (470183-14/n12210805) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. This complaint is being reported based on the following conclusion: it was reported that the permanent cautery hook instrument broke during the procedure. A fragment fell inside the patient and it was unknown if the fragment was retrieved. Unintended fragments falling into the patient may require surgical intervention. At this time, the location of the instrument fragment remains unknown.